Manufacturer narrative:
The complaint sample was returned for evaluation without a protective sleeve and with a stopcock and the inflation device. A visual examination revealed that the balloon profile was relaxed. When the investigator attempted to inflate the balloon, a pinhole leak was found 2.5cm from the distal tip. Inflation of the balloon beyond the pressure specified on the product and packaging label, or failure to follow the instructions in the dfu may cause leaks. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, eg a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon ruptured when it was inflated to 3 atms. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.